Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a documented lowest blood glucose of 48 mg/dl and approximately 2 hours below range; the patient treated with oral carbohydrate in staged amounts and noted that the dexcom cgm readings were approximately 20 mg/dl lower than fingerstick and that this sensor had ongoing accuracy issues. Symptoms included no acute adverse effects such as loss of consciousness or dizziness. Outcomes included no need for medical intervention, no use of backup therapy, and no hospitalization. Investigation included a review of available use reports and user-provided history. Investigation of this case revealed no device malfunction identified from available information and a potential contribution from cgm inaccuracy; user reported an increase in total daily insulin dose and prior hyperglycemia the day before. It was concluded that the event was consistent with hypoglycemia of unclear cause without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.